Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.

Event description:
It was reported that the customer was hospitalized due to high blood glucose of 450mg/dl, and she was treated with an insulin drip. Troubleshooting was performed. The caller stated that the customer was sick, and she started to feel better, but her blood glucose was rising. The mother did not feel comfortable and requested a replacement of the insulin pump. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further information will follow once the analysis has been completed.